Event description:
Per the clinic, the patient experienced a post-operative breakdown of the skin flap resulting in explantation. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tibial resection, product was switching back to an unfamiliar screen and providing inaccurate results. The use of navigation was aborted and conventional instrumentation was used for the tibial cut. Based on post-op x-rays, the surgeon believes he was off by two degrees on his tibial slope. There is no planned add'l treatment due to this event.

Manufacturer narrative:
(B)(4).